Event description:
Pt reported her blood glucose value has reached 300-400 mg/dl during the last few months. Pt stated, her average blood glucose level is about 100-180 mg/dl. Pt reported, the piston rod on the infusion device has problems. Pt stated, she noticed it starts moving forward, then it suddenly block itself, and then it starts moving forward again. Pt reported, the issue caused an incorrect insulin delivery. Pt stated, unfortunately she noticed the issue when her blood glucose value reached elevated levels. Pt reported, the infusion device has never given any alarm. Pt stated, the device appeared to work properly. Pt reported, she has been using her backup infusion device since she noticed this issue but has never called because, she asked her doctor to replace it. Pt stated, the infusion device didn[t give any alarm. No further info is available. The pt did not require assistance from a healthcare professional or second part to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.